Event description:
Procedure type: rectal fistula repair according to the reporter: after the first firing was done, a doctor found the incomplete staple line. There was additional tissue resection, however, no tissue damage. A new one was opened to complete the case with no problem. The patient's status is good. Operating time was not extended by more than 30 minutes and it was reported there was no problem in release from tissue. There was no blood loss over 500cc.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).